Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the mega needle driver instrument suture got stuck in the instrument. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip cable was found to be broken at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. Other cables at the wrist were undamaged. An additional observation not reported by site was that the instrument's grip cable was derailed. The grip cable was derailed at the distal idler pulley. The yaw motion was non-intuitive as a result. Other cables at wrist were undamaged. No other damage was found the customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grip cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.